Event description:
Facility reports extension set leaks. Pt given ceftazidine 1400mg ip x 3 days then ancef 1400mg ip x 17 days. No sample available for analysis. Culture and sensitivity indicate staphylococcus coagulase negative.